Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was received: medwatch #1000870000-2020-8081 stating: describe the event or problem: suture would not snap when the physician tried to deploy. Perclose removed and a new one was placed. There were no complications. What was the original intended procedure? Deployment of watchman device. No additional information was provided.

Manufacturer narrative:
Attachment: medwatch uf/importer report # 1000870000-2020-8081na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unknown procedure. Reportedly, "the suture wouldn't snap when deployed". An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.